Event description:
The account alleged the bed collapse happened when they were trying to raise the bed at the level of the stretcher so a patient could be transferred. There was no other piece of equipment on top of the bed. Once the bed reached a certain height it collapsed. The account tried to raise the head of the bed after it collapsed and it would not raise. No injury occurred due to the collapse.

Manufacturer narrative:
The technician found the tip of the hi/low cylinder fully extended and was broken off laterally and the hardware was bent and mangled. The technician replaced the hi/low cylinders to resolve the issue.